Event description:
The distributor reported that the customer's canopy has a zipper damaged on the head side panel that the teeth do not align. There was no pt injury reported.

Manufacturer narrative:
(B)(4)- zipper damage, teeth do not align - the product has been requested to be returned, but has not been received. (B)(4).